Event description:
Info provided by the pt to the hcp shows that since november 2005 they experienced shocks on the left and right sides when the ins is adjusted. Pt reported symptoms of increased numbness on the left side of the face and mouth, and difficulty talking and eating. The hcp indicated the date of onset of the reported event was october 2005. The physician indicated a diagnosis of essential tremor and pt symptoms of tremor with action and posture. The physician reported changing product electrode settings and using different amplitudes for the pt. No report has been received by the MFR of device explant and the product has not been received for analysis. The pt has reportedly recovered without sequela. The hcp also stated the pt has not been seen for several months and currently symptoms are unk.